Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with a small-bore sheath. Reportedly, when the plunger was withdrawn, a cuff miss occurred. A new prostyle device was used; however, bleeding was observed which resulted in manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following information was received: the second prostyle device worked intended and knot advancement was successful, but it didn't achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported failure to achieve hemostasis could not be determined. Factors that contribute to failure to achieve hemostasis, include, but not limited to, user technique (poor or partial tissue capture, air knot). The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated. D4 - lot # updated from unknown to 4092842. D9 - device available for evaluation from ni to not returning. H6 - medical device problem code 3190 was removed and 4001 was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional endovascular treatment procedure with a small-bore sheath. Reportedly, when the plunger was withdrawn, a cuff miss occurred. A new prostyle device was used; however, bleeding was observed which resulted in manual compression to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.